Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high and low blood glucose level. The customer¿s blood glucose was 251 mg/dl at the time of the incident and current blood glucose was 315 mg/dl. The customer¿s blood glucose was in between 200 to 300 mg/dl. 36 mg/dl, 424 mg/dl, 102 m/dl, 206 mg/dl 256 mg/dl, 155 mg/dl, 232 mg/dl, 220 mg/dl, 204 mg/dl, 247 mg/dl and 365 mg/dl. The customer was treated with insulin pump and manual injection. The customer had symptoms such as nausea and abdominal pain. The customer performed displacement test and was passed. The customer does not allege pump was under delivering. Customer declined to perform the high pressure test. The customer was advised the pump is designed to trigger an alarm if it detects a blockage preventing the flow of insulin. The insulin pump will not be returned for analysis.